Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine relationship to res#91127 due to no device identifier provided. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the omnipod personal diabetes manager (pdm) was laying on a counter about 10 feet away from them, when they heard a "pop" noise. The mother reported she picked up the pdm and noticed it was very hot and the screen had shattered. The pdm was not charging at time of the event. Patient was unable to confirmed if he uses the charging cable provided with the device when he charges it. No impact on blood glucose readings or harm to the patient was reported. Medical attention was not needed. The product is not expected to be returned.